Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The concentric, 12x32m stenosed target lesion was located in an arteriovenous shunt in the non tortuous and non calcified unspecified vessel. The physician inflated a 12.0-40, 80 wanda balloon catheter, but the balloon failed to inflate. As they remove the device, a balloon rupture was noticed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The concentric, 12x32m stenosed target lesion was located in an arteriovenous shunt in the non tortuous and non calcified unspecified vessel. The physician inflated a 12.0-40, 80 wanda balloon catheter, but the balloon failed to inflate. As they remove the device, a balloon rupture was noticed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual examination of the returned device identified no tears or holes in the balloon material. There were no kinks noted along the entire length of the shaft. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was observed in the shaft. The leak was located at the proximal balloon weld site. A microscopic examination of the leak site found that the shaft had ruptured at this site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).